Manufacturer narrative:
The explanted devices were not returned to bsn for analysis. A review of the manufacturing documentation of the explanted devices found no anomalies, and deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the pt's precision system was explanted. No further info is available regarding the pt's explant.